Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data from the pod showed that the pod ran for 0 pulses and was received in pod state 15. Inspection of the pod found that the reservoir was filled and the fill rod was contacting both fill sensor springs, indicating that the user attempted to activate the pod. It could not be determined if the pod was already in pod state 15 before the user attempted to activate the pod, or if the pod was successfully activated by the user, transitioned to pod state 14, then transitioned to pod state 15. Because it could not be if the device was activated before or after reaching the user, it could not be determined if this contributed to the reported needle mechanism failure. The cause of the reported failure of the needle to deploy could not be determined.